Event description:
Customer called and reported blood leak alarm during 1st cycle, found blood in the centrifuge chamber and aborted the treatment. Css advised the customer not to return the volume to the patient. Patient was in stable condition. The product has not been returned for further analysis.

Manufacturer narrative:
A review of a907 was performed and there were no non-conformances associated with this lot. This lot met release requirements. At the time of this investigation, no trends were observed for this event type. There is currently a harmac scar 143 to investigate centrifuge bowl leak/break. The product has not been returned for further analysis, therefore, it could not be determined if product met specifications. Complaints of this nature are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. Service order number (B)(4) was dispatched and completed.